Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 codes: health effect - clinical code: e1601 (arthralgia)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024 the patient experienced malaise. The cgm was reading 91 mgdl and the blood glucose reading was 344 mgdl. The patient had shoulder pain and vomiting. The patient drove to the hospital with his wife and was diagnosed with diabetic ketoacidosis (dka). The bg at the hospital was 344 mgdl and the egv could not be remembered. Treatment and management of dka was not documented. The patient was discharged (B)(6)2024 in the morning and doing okay at the time of the report. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.